Manufacturer narrative:
Supplemental report will be submitted once the investigation is completed.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: device inspection was performed by the supplier. Visual inspection: the exeter stem is broken through the prehension hole. There is a hole on the lateral side that must have been done during the explantation of the devices. The femoral head is still attached to the trunnion. There are also marks of fretting corrosion on the distal part of the stem. Dimensional inspection: dimensional inspection was not performed as the stem is damaged at the nearest section to the fracture (section c-c) and it is then not possible to use the section gage correctly. A material analysis was performed in stryker (B)(4). The report concluded: the exeter stem fractured in fatigue with the origin on the inner wall of the superior prehension hole. Longitudinal surface damage, likely occurring during implantation, was observed at or near the origin. There was evidence of material damage likely due to cement mantle break-down on the stem unrelated to the fracture. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the part features examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant confirmed the event and although an exact root cause could not be determined, a contributing factor to the problem of this case is cup malposition. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided, however a contributing factor is cup malposition. There is no evidence that the event was manufacturing or material related. Further information such as device details of the reported shell, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The surgeon reported that a patient suffered from a fracture of an exeter stem at the neck resection level that required a revision procedure. The surgeon reported that this occurred whilst the patient was walking. The surgeon reported that there was no trauma or previous trauma.

Event description:
The surgeon reported that a patient suffered from a fracture of an exeter stem at the neck resection level that required a revision procedure. The surgeon reported that this occurred whilst the patient was walking. The surgeon reported that there was no trauma or previous trauma.